Manufacturer narrative:
(B)(4). The service engineer evaluated the ventilator and replaced the graphic user interface central processing unit printed circuit board. The service engineer also performed software download. The ventilator passed self-tests.

Event description:
It was reported that the ventilator's graphic user interface was inoperable. The ventilator was not on a patient at the time of the event.